Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't know when it started but they have had some shocking, some small shocks that went away, this has happened 3-4 times but last evening they started feeling shocking that was not happening in their groin it was like at the base of their spine, and it was painful, and continuously shocked them, they got their remote and it took a while to connect but they finally connected and turned therapy off. The patient (pt) said the shocking stopped happening but later on when they tried to turn stimulation back on, they were able to but got the message: system was operating at max settings therapy cannot be increased and they can't increase any higher than 0.3 on any of their programs. Pt said they have back issues so they have been going to pain management. Pt said pain management knows they have the stimulator and have been doing a process to kill their nerve endings that involves medicine, it was not ablation. Pt said they have also had 2 mris in the past but used MRI mode. The patient was redirected to report the issues to their doctor. Pt said they would call their doctor.